Manufacturer narrative:
The following investigation of the power managment,rohs was performed at getinge's national repair center(nrc) per procedure and to the ipc-a-610 standard with visual damage observed to component q27 which is shorted(burned). Due to the shorting of q27, the nrc cannot install the board into the cardiosave test fixture to test the board. Pass experience has proven that when q27 shorts, the batteries will not charge. Tthe nrc will send the board to the supplier for failure analysis per procedure.

Event description:
N/a.

Manufacturer narrative:
The aware date reported within the initial MDR was submitted incorrectly. The aware date should read 2021-11-09.

Event description:
It was reported that post installation and prior to patient use, the cardiosave intra-aortic balloon pump (iabp) was having an issue with disengaging from the hospital cart without being pulled with the release lever. The customer's perfusion chief had ensured the iabp unit was engaged and locked and then locked it in a room and left the iabp unit plugged in. Upon the perfusion chief's return, the iabp unit was no longer charging or connected to the hospital cart there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, e1(site country), g3, g6, h2, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10, h11. The supplier verified the failure of the batteries not charging and found components q27, q50 and cr54 were defective. Retaining the board on the nrc per procedure number 0002-07-d008 rev. Aj. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is battery not charging due to defective q27, q50 and cr54 components.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was having an issue with disengaging from the hospital cart without being pulled with the release lever. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found that the batteries were only charging intermittently with power signal not showing on the display when plugged in, which was indicating that the power management board was not switching from battery power. To fix the issue the fse replaced the power management board which corrected the issue and observed that the batteries started charging. He then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).